Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b3: date of event: the date of the event was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device was not returned for analysis; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Arterial occlusion is a known potential complication associated with the emboguard balloon guide catheter and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. There are clinical and procedure factors, including clot burden/characteristics (i.e., atherosclerosis), device interaction, device selection, and operator technique, that may have contributed to the event rather than the design or manufacture of the device. Per the event description, an occlusion of the m2 branch, which was not present prior to the procedure, was observed after the use of the emboguard balloon guide catheter. The event required an additional retrieval attempt using an aspiration catheter. The IFU states the following warning to users: ¿to prevent thrombus formation and contrast media crystal formation, maintain a constant infusion of appropriate flush solution through the catheter main lumen.¿ since the intraoperative thrombotic event required a surgical intervention to preclude further complications and the relationship of the emboguard device to the reported event cannot be excluded, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an unknown embotrap iii, a 125cm cereglide 71 catheter (nic71125c) and an emboguard 87, 95 cm (bg8795c), were used for a thrombectomy procedure to treat an occlusion at the proximal m1 segment of the middle cerebral artery (mca) for an acute cerebral infarction (atherothrombotic stroke). After thrombectomy was performed by using cereglide71 and embotrap device, recanalization of m1 proximal occlusion was achieved, but some residual stenosis remained. Dual antiplatelet therapy (dapt) was attempted as medical treatment, but restenosis occurred after 10 minutes. Percutaneous transluminal angioplasty (pta) was then performed using a balloon catheter, which achieved recanalization of m1 proximal, but occlusion of the m2 branch was observed. Complete recanalization of m2 branch was achieved using a small-diameter aspiration catheter. Post-procedure changes in the patient were reported as, ¿although high signals were observed in the basal ganglia, no significant new ischemic lesions were noted.¿ a continuous flush was done. Another concomitant device was a phenom microcatheter (medtronic). No further information is available.